Event description:
It was reported that the pump stopped and read sys error 305 and pt's blood pressure dropped due to the medication not infusing anymore. The customer stated that there was no pt injury. The customer reviewed the history log of the involved pump and found that the user had the following settings using the mdl: care area: adult anesthesia, continuous IV drip, primary infusion, rate 30 ml/hr, vtbi 500 ml. The customer tested the pump per sigma's pm procedure (rate 200 ml; vtbi 80 ml) with the pump performing within spec. The pump was then run for 2+ hours at 30 ml rate and the sys error 305 could not be reproduced.

Manufacturer narrative:
(B)(4). The pump was tested by sigma and sys error 305 was reproduced which was found to be caused by a failed downstream sensor. Sys error 305 occurs when the downstream sensor signal levels are out range (low).